Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the patient remains on going with the implanted device and on an ungrounded cable. Evaluation of the submitted log files confirmed the reported pump stop events. The events appeared to occur while the patient was operating on the power module and appear consistent with a potential percutaneous lead (lead) wire compromise. Approximately 21¿ of the external portion/distal end was returned to the manufacturer for evaluation. Continuity testing of the returned portion of the lead found all wires were electrically intact. The outer silicone jacket, clear bionate, and braided shield layers were removed. Visual examination and hipot testing of the underlying wires did not reveal any area of compromised wire insulation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that a modified patient cable was requested and shipped to the customer for patient use on (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart and low speed alarms and a pump stop alarm when connected to a power module with a grounded patient cable. When the patient was switched to battery power, the pump restarted immediately. The patient was asymptomatic. When the patient was connected to the power module with an ungrounded patient cable, the pump continued to run appropriately without alarming. The patient stated that he fell recently and there is a concern for a driveline fracture. The manufacturer's technical services reviewed the log file which confirmed multiple alarms with abnormal pump operation when connected to the power module with a grounded patient cable. A submitted x-ray was reviewed and was unremarkable. On (B)(6) 2015, technical services performed a driveline evaluation and were not able to find any open wires during the phase interrupt test. A percutaneous lead (lead) distal end repair was performed and about 24 inches of the (lead) was replaced. After the repair, the patient was switched to a regular grounded cable and the patient was asked to move around. There were no immediate alarms; however, approximately one hour later the pump stop and red heart alarms recurred. The patient was placed on battery power and the alarms stopped and the pump started. The events appear to be indicative of a lead short to shield condition either internally or in the short section of lead near the lead exit site that cannot be replaced during a repair. There is consideration of a pump exchange.

Manufacturer narrative:
Approximate age of device - 1 year, 11 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information was received indicating that the patient had been using a modified power module patient cable since the percutaneous lead distal end repair which had taken place on (B)(6) 2015. The patient continued to experience pump stoppage events and it was determined that in order to prevent effects of further driveline breakdown, the patient would receive a pump exchange. The patient underwent a pump exchange on (B)(6) 2015.